Event description:
A distributor in (B)(4) reported that during the inwards goods inspection process, staff detected an accessory piece was missing from an rt127 infant breathing circuit kit. The omission was detected prior to delivery of the product to the hospital. No patient consequence was reported.

Manufacturer narrative:
(B)(4). This is a malfunction that has been reported to fisher & paykel healthcare by a distributor in (B)(4). The product is not sold in the USA but it is similar to a product which is sold in the USA. The 510 (k) for that product is k020332. Method: the rt127 breathing circuit is en route to fisher & paykel healthcare for investigation. A photograph of the accessory label of the breathing circuit kit was provided, indicating the missing component. Results: the omission of the subject accessory from the breathing circuit kit is most likely due to operator error during the assembly process. The circuit pack appears to have passed a visual inspection for missing components. A lot check revealed no other complaints of this nature for this lot number. Conclusion: a CAPA was recently implemented and new standard operating procedures put in place to assist the operators on the production line correctly pack breathing circuits. A specific pack card detailing all components required must be displayed at the packing station. The effectiveness of the improvements implemented are being monitored to determine if further improvements are necessary. (B)(4).